Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, after the last clip the jaws would not pop back open. They eventually got the jaws open by pulling apart the handle. The event occurred with two devices. No other details of the event are known. There was no patient impact reported. The devices were discarded.